Event description:
During an initial implant procedure, inadequate capture was observed on the right ventricular (rv) lead. Upon repositioning the helix of the rv lead, it was not possible to retract the rv lead. The rv lead was explanted, and a new one was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable capture threshold. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was slightly over torqued consistent with procedural damage. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the slightly over torqued inner coil in the connector region. The reported event of unacceptable capture threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.